Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The display harness cable was removed and reconnected to resolve the reported issue.

Event description:
The hospital reported a system malfunction preventing mechanical ventilation. There was no report of patient involvement.